Manufacturer narrative:
E1: phone ex (B)(6). One device was received for evaluation. Functional testing was able to duplicate the reported problem, the device failed occlusion testing. Functional testing also noted a faulty main board. The main board and downstream occlusion (dso) sensor were replaced. The device then passed all functional testing. The service history review had no indication that the complaint was related to a service of the device within the review period.

Event description:
It was reported that the device exhibited a downstream occlusion error. There was unknown patient involvement.